Event description:
Essure coils inserted, negative side effects following. Adenomyosis, endometriosis, interstitial cystitis, migraines, lower lumbar disc damage/injury. Severe food and environmental allergies. Nickel allergy. Chronic fatigue. Possible pregnancies/miscarriages.